Event description:
It was reported that there was extravasation.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: extravasation. Probable root cause: 1. Pressure sensor malfunction/out of calibration. 2. Inflow cassette/ tubing pressure sensor membrane failure. 3. Mis-inserted cassette/ tubing. 4. Motor encoder malfunction/failure. 5. Roller wheel assembly (inflow and/or outflow) malfunction/failure. 6. Roller wheel failure due to peristaltic tubing debris build-up. 7. Stepper motor malfunction/failure. 8. Main board (all) /imx failure. 9. Wrong console integration signals/assumptions. 10. Software malfunction. 11. Use error. 12. System design. 13. Unwanted movement of internal components/wiring. 14. Pump operated at least-favorable environmental conditions for extended period of time. 17. Disconnection from crossfire sfb. 18. Cutter/bur/probe not correctly identified by pump via firewire. 19. Mini wash malfunction. 20. Command not registered from hand control or hermes. 21. Wrong hardware selected. 22. Power failure of pump. 23. Pressure sensor stuck behind the sensor bracket. 24. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. 25. Insufficient cybersecurity. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was extravasation.